Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 48 mg/dl however, the patient was asymptomatic. The patient self-treated by eating ¿something¿ to bring her glucose back into normal range. However, the patient¿s cgm continued to provide a low value. At this point, the patient decided to check her bg meter reading, three times, and each time the reading was high mg/dl. The patient then became anxious and went to the emergency room for evaluation. At the ER, the patient¿s cgm was still reading 48 mg/dl, and the bg meter reading was over 600 mg/dl. The patient was wearing a tandem insulin pump. The patient was treated with an IV insulin drip. At an unspecified time later, the patient¿s nurse was helping the patient to the bathroom when the patient passed out from hypoglycemia (this was after the patient received treatment with an IV insulin drip). The cgm was reading low mg/dl at this time. There was no documentation of what was provided to the patient for hypoglycemia reversal. The cgm device was eventually removed, and the patient remained in the hospital for observation. The patient was discharged home the following day. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.